Event description:
It was reported that on (B)(6) 2006, patient was admitted to hospital and underwent an l5-s1 right-sided transforaminal interbody fusion and a posterolateral fusion using rhbmp-2/acs and a capstone interbody device. On (B)(6) 2006, patient was admitted to hospital and underwent an l5-s1 removal of capstone interbody device due to osteolysis and a left sided transforaminal lumbar interbody fusion.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient, who had history of lower extremity pain and lower back pain, got admitted with the following pre-op diagnosis: l5-s1 spondylolisthesis; l5-s1 degenerative disc disease; l5-s1 recurrent stenosis; l5-s1 facet arthropathy; lumbar curve; intractable back and lower extremity pain. Patient underwent the following procedures: right sided transforaminal interbody fusion l5-s1; left sided transpedicular exposure for neural decompression l5-s1; placement of interbody device at l5-s1; posterior segmental instrumentation with bilateral pedicle screws at l5 and s1; posterolateral fusion l5-s1. Per op-notes: ¿the interspace was sized with trials. 6 cc of local bone autograft was then placed anteriorly in the disc space followed by a pledget of bmp. The interbody device itself was then inserted which had been filled with bmp and more local bone autograft¿the sacral ala and l5 transverse processes were decorticated. Posterior lateral graft was placed from l5 to s1. This consisted of some bmp along with remaining local bone graft.¿